Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The lm reported that from the information raised, it was confirmed that there is no external damage to the device. The root cause could not be identified. The cause could not be determined because there was no delivery of the product. It is presumed that the events occurred due to the following factors. Malfunction power supply board . Failure of the image processing board . Since 5 years and 2 months have passed since manufacturing, it is considered to be a failure due to deterioration over time."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility provided additional information regarding the reported event. The user facility reported that the event occurred prior to a scheduled diagnostic procedure. There were no other devices involved in this event and the procedure was completed with a different device (model/serial number unk). There was no delay in procedure. The connections were checked and found to be correct/secured. The mobile station was checked and powered. The unit did not come in contact with a hard surface or experience a deep impact. The power button did not sustain any physical damage.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of reported event cannot be determined.

Event description:
The service center was informed that the monitor would not power up. The monitor was mounted on the procedure cart and there was another monitor that was on a roll stand. The end user had been using the monitor on the roll stand to perform procedures. The biomed confirmed that the power switch on the back of the monitor is turned on. The biomed also confirmed there is air conditioner up to the monitor. There was no patient involvement reported.